Event description:
This report is being filed as air was seen in the mitraclip steerable guide catheter (sgc 10303915/10) hemostatic valve (hv) while the device was inserted in the anatomy and air has the potential for patient injury. It was reported that a mitraclip procedure was performed on (B)(6) 2013. One clip (10303895/15) was implanted reducing the degenerative mr grade from 4+ to 3. There were no device issues or visualization difficulties with leaflet insertion; imaging was good. On an unspecified date, the follow-up transthoracic echocardiogram showed the mr grade to have increased to 4 and the patient was symptomatic (not feeling well). It was suspected that the clip may have detached from one leaflet. On (B)(6) 2014, a transesophageal echocardiogram confirmed that the clip had detached from the posterior leaflet. A second mitraclip procedure was performed that day. The steerable guide catheter (sgc 10303915/10) was prepared for use without any difficulties. After the sgc was inserted into the left atrium, during removal of the dilator, the hv was not holding fluid; air was seen. There was such a big vacuum that all of the air was not able to be retracted from the valve. The sgc was removed from the anatomy. There was no air embolism detected; there was no adverse patient effect. Another sgc (10304405/14) was used for the procedure and one clip (10303895/29) was implanted reducing the mr grade from 4+ to 1. The patient was extubated and was doing well. Post procedure, the sgc (10303915/10) was tested and the hv held the fluid; no air was observed. No additional information was provided.

Manufacturer narrative:
(B)(4) concomitant products: other: mitraclip system: itraclip (cds 10303895/15), lift, support plate, stabilizer, the cds 10303895/15 referenced is filed under a separate medwatch MFR number. The steerable guide catheter (sgc) was returned for analysis. The reported experience of leak was not confirmed during product analysis. No damage was observed along the shaft of the sgc. During functional testing, silicone was confirmed to be present in the chamber of the hemostasis valve. An air leak test of the sgc was performed and the device passed the leak testing. The fluid column test was performed and fluid was held in the hemostatic valve; no leaking was observed. During insertion and removal of a proxy cds from the sgc, no bubbles and no leaking was observed. The most probable cause for the customer issues regarding loss of fluid column may have been due to user technique. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling system did not reveal any other incidents reported for the same issue. Based on the information reviewed, there does not appear to be any evidence of a quality deficiency associated with this device.